Manufacturer narrative:
Additional information was received that the country of origin was new zealand, not australia. The ev1000a platform system was returned for evaluation. It was tested using a patient simulator per procedure. During testing, it was confirmed that the displayed value for the blood temperature changed. The displayed temperature would raise by a few degrees and no error messages were observed relating to the blood temperature value. The issue occurred intermittently. The simulator generated stable values, but the values displayed on the panel pc drifted away from the expected value. It was observed that moving the thermo-dilution (td) connector caused the temperature to drift and then return to the expected value. The circuit boards were removed from the databox housing and were ran on a tester bench while pressure was applied to the td connector. By applying pressure from different angles on the td connector, the temperature value changed from stable to drifting and then back to stable again. The solder connections were examined where the td connector is soldered to the iso circuit board. Some solder joints may be suspect. Some of the pins have solder covering the pins more evenly than other pins do. The iso circuit assembly was replaced and the fault was no longer evident. The databox now passes all testing per procedures. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Blood temperature readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrected data: report 2015691-2020-10692 - e1 initial reporter address: new zealand , g3 report source: new zealand.

Manufacturer narrative:
The product has been returned for analysis; however, the evaluation hasn¿t been completed yet. Upon the completion of the evaluation a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during routine maintenance testing of this ev1000 platform, the blood temperature was found to be drifting. The databox was tested on the ev1000 databox test station and the device failed. The blood temperature was out of the range. The blood temperature reading varies when pressure was applied to the thermodilution input socket on the databox. The error message "arterial pressure not zeroed" was displayed but is not related to the blood temperature. There was no patient involved in this case. The device was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.